Event description:
It was reported that stent dislodgement occurred. The target lesion being treated was located in the left circumflex artery. A 3.00x16mm promus premier¿ stent was advanced to the lesion. It was noted that the lesion was tight ostial and when a guide was positioned, everything "flew out" of the artery. The device was removed from the patient and it was noted that the stent had come off from the balloon. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).